Manufacturer narrative:
Evaluation, by r&d engineering, of the three devices found the following for each product: 1) product is cut to length of 7.5 cm. Top seal looks very good with no radial cuts or tears. Cap height looks normal. Seals appear to be installed correctly. 2) product is cut to length of 9.5 cm. Top seal appears to have a shallow scallop cut on the top surface. There is one radial slit, full depth, and about halfway to the cap ID. Cap height looks normal. Seals appear to be installed correctly. 3) product is cut to length of 11.5 cm. Top seal is missing the center section, was torn from the perimeter. Lower tricut seal has a small tear at the end of one of the slits. Cap height looks normal. Seals appear to be installed correctly. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame 235 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .009 per the instructions for use, the user is advised the following; - this device was designed to be compatible with tools and instruments up to 8 mm in diameter. - curved instrumentation may require a smaller diameter. - do not use excessive force on instruments to avoid damage or breakage during insertion and use. - use care while passing sharp instrumentation to prevent damage to the device. - maintain proper alignment during insertion. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the pezs01, ez switch portal's seal broke free from the device during a hip arthroscopy on (B)(6) 2019 and was pushed into the joint. The surgeon saw the seal and was able to retrieve it. Case was finished using another of the same product with only a minimal delay of the case. There was no patient or user injury or impact. This report is being raised based on device malfunction with potetial for injury upon reoccurrence.